Event description:
Male patient was undergoing right shoulder arthroscopy, arthroscopic biceps tenodesis, anterior bankart repair, posterior bankart repair and rotator cuff repair. Surgeon placed shaver inside shoulder and turned the device on. Immediately after the shaver was turned on it began to spit out metal shavings. The arthroscopic shaver was immediately removed from the field and the patient's shoulder was irrigated copiously. Another device was obtained and the procedure was completed with no further issues. There was no injury to the patient. The equipment was sequestered for risk management.====================== manufacturer response for dyonics - 4.5mm curved synovator concave surgical blade, dyonics======================we have reported multiple devices with this issue. We have not recently received any explanation from the manufacturer despite returning devices for evaluation.